Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated inappropriate delivery of ventricular tachyarrhythmia therapy. Analysis of the device memory indicated noise. Analysis of the device memory indicated oversensing associated with the extravascular lead. Analysis of the device memory indicated diminished right ventricular sensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the lead showed marked insulation deterioration near the sleeve with multiple cracks and loss of contin uity. The patient is a participant in a clinical study.

Manufacturer narrative:
Corrected: a1; a2; a3a; a4; b5; b7; g2; h3; h6 annex a; h6 annex g medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient has also experienced syncope.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the extravascular implantable cardioverter defibrillator (ev-ICD) battery had depleted as a result of multiple defibrillation threshold testings (dft). The patient was hospitalized for a device replacement. While in the hospital, the patient received an inappropriate shock due to noise. The extravascular (ev) lead also had low r-waves. In addition, a localized infection at the lead implant site was found. The ev lead and ev-ICD were explanted and replaced. During the explant, the sleeve capsule of the lead was damaged when it was removed. No further patient complications have been reported as a result of this event. When the episode of the inappropriate therapy was checked, a real ventricular fibrillation (vf) was discovered. However, the vf was not stopped by 40 joules, so it was spontaneously stopped.